Event description:
Device: cardiochek plus analyzer machine was turned on for brief period (10 minutes or less) and then turned off. This was during a training, so no patient was harmed. While machine was turned off, it began heating up and became hot to the touch. The battery cover was opened (4 aa batteries are used) and the batteries were melting and became molten. The employee was able to remove the batteries without injury, but afterwards the aa batteries exploded. This is our third device to overheat in 2018, but first time that the batteries have become molten and exploded.